Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's lead exhibited post-paced t-wave oversensing. No patient symptoms were reported, and no additional information was available. Exact date of implant is unknown to the manufacturer at this time.